Manufacturer narrative:
(B)(4). Batch # r93y8z. Device analysis: the er320 device was returned for analysis and upon inspection the jaws were found to be in a yielded condition. In an attempt to replicate the reported incident the device was functionally evaluated. Upon firing of the device, the remaining 6 clips were ejected due to the condition of the jaws. However, the lockout mechanism was found to be non-functional. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, the latch posts were found to be broken which suggest that a lockout premature occurred and leading the incident reported. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. The reported complaint was confirmed. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. No conclusion could be reached as to what may have caused the lockout premature. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested, and the following was obtained: please clarify: was not working correctly? Was there any patient consequence? Response: I do not have a lot # and the only comment I received was that it malfunctioned, and they did open another clip applier to finish the case.

Event description:
It was reported that during a lap cholecystectomy, "the er320 apparently was not working correctly." It is unknown how the case was completed. It is unknown if there were any adverse consequences to the patient.